Event description:
It was reported that the pt noticed increasing impedance requiring increasingly higher levels of stimulation and return of pain. The pt was brought to the operating room for explant and replacement of the leads. The pt also had the implantable neurostimulator replaced with a rechargeable device at the same time. The procedure was tolerated well and the pt was discharged later the same day.

Manufacturer narrative:
(B) (4).